Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting far field oversensing on the right atrial (ra) lead that led to an inappropriate mode switch. Technical services (ts) reviewed and suggested programming changes for this device. This ICD remains in service. No adverse patient effects were reported.